Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that the atrial lead dislodged one day after implant. While attempting to reposition the lead, high impedance and high capture threshold were noted, and the helix was almost stuck in the lead tip. The lead was removed and replaced. No patient complications have been reported as a result of this event.